Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up this device indicated abnormal out of range pace impedance measurements when it comes to the right atrial (ra) lead with an automatic reprogramming of polarity to unipolar configuration. It was noted that there were some anti tachycardia response episodes recorded that showed noise. An x-ray was done which showed that the connection was compromised. The device was reprogrammed to a lower rate to have a sinus rhythm and no intervention was planned. The patient was not pacemaker dependent. No adverse patient effects were reported.